Event description:
Patient underwent explantation of bilateral silicone gel-filled mammary prostheses and bilateral capsulectomies. There was no visual evidence of prostheses rupture once dissected out of capsule.